Manufacturer narrative:
Results of the documentary investigation does not reveal any issue about the design and the manufacturing. No trend for this kind of incident is observed or during review of the quality records. Associated risk needs to be re-evaluated in term of probability. Failure analysis cannot be performed as no product was currently returned. Travel set was staying for a long time period at the hospital for multiple surgeries and per consequent cannot be checked by distribution center prior the concerned use. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during the surgery, the surgeon tried to assemble the threaded axis(ref 519131) into the compression device (519130) but because the thread of the threaded axis was already damaged, he couldn't turn it in or out the compression device. The threaded axis was stuck and didn't move despite every attempt to loosen or tighten the threaded axis. Because of this, compression was not possible and the surgeon had to put the tibia screws without any compression. No patient contact / injury reported and the event lead to 15 minutes surgical delay.